Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedances measuring greater than 2,000 ohms. The lead was tested on the pacing system analyzer (psa) during the procedure and the high impedances were duplicated. Subsequently, this lead was surgically capped. No adverse patient effects were reported.